Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated by olympus. The evaluation confirmed insufficient lighting phenomenon, caused by the use of a non-olympus designated lamp used for over 500 hours. Per the instruction manual, "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction, or fire".

Manufacturer narrative:
The suspect device has been returned to olympus and will be evaluated. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the device would not produce enough illumination. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.